Manufacturer narrative:
Continuation of d10: product ID wr9220, lot#/serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's recharger wouldn't power on. When asked, patient said that it had been in the dock for about two hours today and all of the battery lights were scrolling at the same time. Patient said that the implant was completely dead. Patient said that the implanted battery was completely depleted however they were unable to charge due to the recharger issue. Patient started getting a flare this morning. When asked, patient said they didn't keep the recharger in plugged into dock in between recharge sessions. Troubleshooting was reviewed with the patient and troubleshooting did not resolve the issue.